Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii video system center after a while, the image goes away. The issue was found during a diagnostic colonoscopy procedure which was completed with a similar device. There was an unspecified delay. There were no reports of patient harm and no intervention required. The issue did not recur with a following case.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device passed all functional tests. Additional information received from customer states that the device was used in a previous case without any incident. The device was inspected prior to use and had an unsupported scope error e315; however, the error cleared after a few minutes and did not return. The cart was moved to a different room for another case and failed at the beginning of the case with multiple scopes. The patient information/date/time were correct on the screen, there was just no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.